Manufacturer narrative:
Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments/partial display and unable to perform any tests due to pump flashing white light on the display.

Event description:
The customer reported via phone call that the insulin pump was broken the little metal piece on the battery cap and it was missing and when customer tried to insert a new battery the screen was white and it keeps beeping. Customer's blood glucose value was 330 mg/dl. The customer was assisted with troubleshooting. Customer reports display was solid white. Customer reports insulin pump screen flashing when screen was turned on after being in sleep mode. The device will be returned for analysis.